Manufacturer narrative:
(B)(4) this report is being filed on an international product, list number 9k08, axsym toxo igg, that has a similar product distributed in the us, list number 3b22, axsym toxo igg. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated a false positive result was generated on the axsym toxo igg assay. A patient generated an initial positive toxo igg result of 9 miu/ml and was negative for toxo igm. Another sample was obtained two weeks later and yielded a negative toxo igg result of 0 miu/ml and was also negative for toxo igm. The original sample was retested and was negative on axsym toxo igg. No impact to patient management was reported.